Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 41 and persisted after multiple restarts, consistent with an insulin shaft rewind error indicative of a failure to infuse and associated with the firmware component; the user¿s agent arranged a replacement, and the user was instructed to shut down the device and was advised that data would not transfer and that a standard startup would be required for the replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem consistent with a component-level issue leading to failure to infuse involving firmware. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.